Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted due to pain. No infection was found, but there was scar tissue. New system was implanted (B)(6) 2019. Should additional information become available, this file will be updated.